Event description:
The event occurred on an unspecified date between (B)(6) 2023 involving an unspecified clave extension set where the customer stated the clave came away from the extension set resulting in the patients parenteral nutrition having to be discarded. The event happened during infusion. The operator of the device at the time of the incident was a healthcare professional. The remedial action taken was that one batch number was removed from ward areas within the trust but not 100% certain this is the correct batch number. There was patient involvement and unknown patient harm. This is the second of two events reported

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.